Manufacturer narrative:
Follow-up #1: date of submission 11/11/2013. Device evaluation: the device has been returned and evaluated by product analysis on 10/30/2013 with the following findings: during investigation, the pump powered on to the verify screen with audible and vibratory sounds. During testing, a 1.0 unit/hour basal program was executed in the pump for a 24 hour duration period; no warnings or alarms occurred during testing. The pump was then manually powered down and the battery was removed; it was then reinserted and powered back on to simulate a battery change; the verify screen appeared with no issues. No time outs occurred during testing. The units remaining were correctly calculated and written to the pump history. The history/settings issue was not able to be duplicated during the investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013 the reporter, the patient¿s mother, contacted animas to report the pump will intermittently display the verify screen after a battery replacement. There was no patient injury associated with this issue. Troubleshooting revealed there was no damage or corrosion seen on the pump. The issue was not resolved, therefore this complaint is being reported.